Manufacturer narrative:
Awareness date reported on follow up 1 report as october 03, 2018 but should have been december 28, 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device was received at the service center and evaluated. The defect reported by the customer has been verified. The complaint can be confirmed. The foot switch cannot be repaired, therefore it was returned as non-repairable. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. The complaint device is more than 4 years old and the reported failure could possibly be attributed to age and wear of the device since there was rusting on the foot switch which could have been caused by fluid contact with the foot switch over time. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the affiliate that the vapr 3 generator had malfunction with a footswitch. That moved, without stopping the vapr probe continued. There was no adverse consequence to the patient. Additional information received on (B)(6) 2018 from the affiliate reporting that the probe did not stop working because the yellow foot pedal was stuck.